Event description:
It was reported that the irrigator that activated without pressing any of the buttons to activate, then leaked fluid all over the field without demanding any fluid from the product. Fluid leaking at the hand piece was up to 1 liter. No patient harm. When the battery pack was removed it was extremely hot to touch.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: extremely hot battery packs. Probable root cause: material/design error; user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the irrigator that activated without pressing any of the buttons to activate, then leaked fluid all over the field without demanding any fluid from the product. Fluid leaking at the hand piece was up to 1 liter. No patient harm. When the battery pack was removed; it was extremely hot to touch.